Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose (bg) level was 400mg/dl. The customer reverted to manual injections to address the bg level. Reportedly, the pump supplies in use during the occlusion alarms had been in use for the past 5 days. Reportedly, an infusion set and cartridge change was performed to address the occlusion alarm as the customer had been using the pump supplies past labeling. As the customer was not receiving an occlusion alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed.